Event description:
Tibial tray impactor tip broke at the point where the tray connects to the impactor handle.

Manufacturer narrative:
Tibial tray impactor tip broke at the point where the tray connects to the impactor handle. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.